Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 25) occurred. It was also reported that when the pump was connected to a power source, it did not recognize the power source. The customer reported elevated blood glucose (bg) levels between 448-600s (mg/dl). Manual injections and correction boluses were delivered to address bg levels. Reportedly, the customer believes the pump is not properly delivering insulin and thinks this contributed to their bg levels. System check with tandem technical support indicated that a time setting in the profile settings had been erased. The customer acknowledged that it was erased stated the setting was not needed. It was also noted that the pump time was incorrect. The time was corrected.